Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The reporter detected dampness in the cartridge compartment of the infusion device. The reporter doesn't know if it was due to a handling error or if the cartridge was leaky. No adverse event was reported. The cartridge lot number was not provided. The insulin cartridge was requested to be returned for product evaluation.